Manufacturer narrative:
Product event summary # product ID# 693558 a proximal portion was received measuring 7 cm. A medial portion was received measuring 7 cm. A distal portion was received measuring 7 cm. The distal conductor of the lead developed a fracture due to flexing while in vivo.

Event description:
It was reported that there was a lead integrity alert due to oversensing of noise and high impedance on the right ventricular (rv) lead. It was also reported that the patient received inappropriate shocks due to the fractured rv lead. The rv lead was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID (B)(4) implanted: 2010 (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.